Manufacturer narrative:
An internal investigation was performed. The internal biomérieux cap d-09 (2018) survey strain was subcultured to tsab and macconkey agar and incubated to 35-37°c for 20-22 hours. A second subculture was performed and testing included individual organism suspensions with gn cards from four different gn card lots in duplicate as well as vitek ms. (B)(4) (biomerieux internal cap d-09 strain): the strain grew on mac agar as a non-lactose fermenting isolate. All eight gn cards tested resulted in low discrimination identifications of acinetobacter lwoffii/moraxella group. Vitek ms resulted in an identification of acinetobacter lwoffii with a 99.9% confidence value. As a. Lwoffii was part of the low discrimination call on all gn cards tested, vitek 2 cards are performing as expected. No further action is required. Some customers associated with this internal strain investigation reported misidentifications when testing this strain with the vitek 2 nh card, however the nh card knowledge base does not include a. Lwoffii as a claimed species so either an unidentified result or misidentification may occur. The following limitation is contained in the product labeling: testing of unclaimed species may result in an unidentified result or a misidentification.

Event description:
A customer in the united states reported a misidentification of an acinetobacter lwoffii survey sample (d-9) as moraxella group in association with the vitek® 2 gn ID test kit. The customer tested the sample on the vitek gn ID card, and obtained an identification of moraxella group, when the expected result was acinetobacter lwoffii.